Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The last preventive maintenance was performed on (B)(6) 2021. Both calibration and qc tests had acceptable results. A general reagent problem can be excluded based on the provided quality validation data within expectations. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 8000 e 801 module analyzer when compared to a laboratory result using an abbott analyzer. The initial result was 10000 miu/ml with a data flag and the repeat diluted result was 10813 miu/ml. On (B)(6) 2021 the repeat results were 4421 miu/ml and 4170 miu/ml. The repeat results on a different cobas e 801 analyzer were 4073 miu/ml and 4250 miu/ml. On (B)(6) 2021 using an abbott analyzer, the result was 4752.6 iu/l. The results were reported outside of the laboratory. The reagent lot number is 47129801 and the expiration date is 31-aug-2021.